Event description:
It was reported tht during a laparoscopic cholecystectomy procedure, the surgeon used two devices which would not form complete clips. The clips fell out of the tips of the device and would not compress around the structures being ligated. The case was completed with another device of the same product code. There was no pt consequence.